Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a damaged insulin pump that was not responding. Customer stated that the pump was flashing and beeping. Customer reported that the pump has had a fall or bump, as confirmed by the health care professional, but there is no visible damage on the outside of the pump. The pump will be replaced and returned.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Insulin pump was received with missing serial number label.